Event description:
It was reported that: manta failure. Dr, attempted ballooning. Vascular surgery had to repair. I have reached out to the hospital for more details. Additional information on 02nov2022: during a tavr procedure, ultrasound was utilized to gain access in the right femoral artery. The vessel size was 8mm. There was no issue advancing or withdrawing sheaths, and the manta valve did not have any resistance. The physician advised that he thought the anchor got caught on posterior calcium. Distal blood flow was lost after deployment. The physician attempted to balloon the anchor but had to consult vascular surgery to repair.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right femoral artery. Access was obtained utilizing ultrasound guidance. The arteriotomy was 8.0mm. No issues were encountered advancing or withdrawing the procedural sheaths; and no resistance occurred while deploying the bypass tube through the hemostatic valve of the manta closure. However, following deployment, the physician cautioned he thought the manta anchor caught onto posterior calcium; and distal flow ceased. Balloon inflation was applied although was unsuccessful, and vascular surgery was called in to repair. The IFU potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedural requirements indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery.